Event description:
Awoke to find a hard round marble sized protrusion under right under arm. It was painful to move arm or apply pressure to hand and wrist. It looked like a blood clot, but was very hard and extremely sensitive to the touch.